Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax endoscope model ec38-i10cl. In the event reported, the user stated that illumination malfunctioned. The event timing is unknown. There was no adverse event reported with this complaint. No other information provided with this complaint. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with a 510k number k190805. The device was return to pentax for further evaluation on service order (B)(4) where the user narrative was confirm. The device was repaired where all defects found was remediated and returned to the user on 16feb2022. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
During pentax internal review, the same event was filed under MDR (9610877-2022-50754) which was submitted. Therefore, MDR (9610877-2022-00324) filed on february 18, 2022 is considered a duplicate report.